Event description:
A medtronic representative reported that, while in a cranial ventricular-peritoneal (vp) shunt procedure, the navigation system unexpectedly powered down. The surgeon was at the navigation page of synergy cranial and the system was functioning as expected prior to this behavior. In trouble-shooting, the system ws plugged into multiple power outlets to re-start the system, issue was not resolved; there was no indication of powering after the system re-boot. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On 02/02/2015 a medtronic representative, following-up at the site, observed that the site did not have a medtronic plug on the end of the power cable. When initially plugging it in, the medtronic representative observed a small spark from the plug. Also observed that all internal cabling is secure on the stealthstation s7 system side. Return requested. Replacement power cable shipped to site 02/03/2015. Medtronic investigation of returned suspect power cable finds that, as indicated, the original power cord plug was replaced on site. This was done properly with crimp on spade connectors termination. Connections to plug terminals secure. No intermittent opens found. No fault found. Reported issue could not be replicated. On 02/05/2015, a medtronic representative, following-up at the site, reported biomed stated that it was the connector and had fixed the problem. The medtronic representative replaced the cord repaired by biomed with a new medtronic cord. Everything works fine now. On 02/05/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On no further issues have been reported.